Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. It was reported the sensor was worn beyond seven days. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that the patient worn sensor beyond seven days. The dexcom g4 platinum continuous glucose monitoring system states: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days. However, a root cause for the reported inaccuracy cannot be determined.